Manufacturer narrative:
Date of event has been estimated. Date of implant has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported stent break (fractured strut). Additionally, a conclusive cause for the reported angina and stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a severely stenosed proximal to mid right coronary artery (rca). Two 2.75x38mm and 3.0x33mm xience prime stents were implanted. Ten months later the patient presented with chest pain and a coronary computed tomography angiography (ccta) revealed in-stent restenosis at the mid rca. Optical coherence tomography confirmed a partial stent strut fracture on one of the stents. Another non-abbott stent was used to successfully treat the restenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided. Details are listed in the attached article, titled "coronary stent fracture: still a cause of stent failure".